Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure. According to the complainant, the indication for stent placement was treatment of a partial obstruction due to colon cancer. During the procedure, the stent was placed from the sigmoid descending junction to the sigmoid colon. It was reported that the sigmoid junction was severely tortuous, which the distal end of the stent was placed. Reportedly, the patient experienced abdominal pain 4 days post stent placement. A computed tomography scan was performed, which confirmed a perforation at the distal part of the stent. An emergency procedure was performed to surgically extract the tumor, remove the stent and construct an artificial anus. In the physician's assessment, the stent was placed in an anatomy that was severely tortuous and may have contributed to the perforation, however, the exact cause can't be firmly established. The patient's condition was reported to be good post-surgery.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.